Manufacturer narrative:
Correction to h10 for additional information received from customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be specified. It is likely deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. However, a definitive root cause could not be determined. It was confirmed that the customer did not wipe/brush the air/water nozzle with clean lint-free cloths, brushes, or sponges, nor flush the air/water nozzle/channel with the detergent solution. The subject event can be detected and prevented by implementation in accordance with the below instructions for use (IFU). Instructions for gif/cf/pcf-290 series, operation manual chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found bending angle in up direction did not meet the standard value due to wear of angle wire, the play of the upward/downward angulation knob was out of standard value due to wear of angle wire, adhesive on the bending section cover had a chip, a crack, and white clouded area, water removal ability did not meet the standard value due to clogged nozzle, flexibility adjustment function did not work due to damage on flexibility adjustment ring, adhesive around objective lens had white clouded area, adhesive around light guide lens was peeled and had white clouded area, plastic distal end cover had a dent, connecting tube had a scratch, objective lens had a scratch, universal cord had a scratch, and switch one had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it was unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the endoscope was presoaked in detergent solution, the nozzle was not cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was not flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects that came out of nozzle. There were no reports of patient involvement.